Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2024-73139, 2017865-2024-73141, 2017865-2024-73142 ¿it was reported that the patient presented to the hospital with a systemic infection. The entire system, including the implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead, was explanted. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.